Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye haptic damage was observed. The lens was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone spheric rao100c batch 094251676 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 094251676. The device was retained and returned to rayner for evaluation. The device was returned dehydrated in the blister tray with lens in a saline filled pouch. Preliminary inspection of the returned injector showed that movable flaps were closed, and the plunger was retracted. Provided lens was inspected under x10 magnification and found to have a chipped haptic. Following the injector disassembly, cosmetic inspection of the injector parts revealed that the soft tip of the plunger was torn off and piece of lens was sitting on top of it. There were no visible traces of viscoelastic solution in the cartridge chamber. Following this, the injector was re-assembled with new plunger, and 1x rayone aspheric rao600c +22.50 d from rayner's stock was loaded and injected as per the IFU. The injection was successful, felt smooth and no issues occurred during this process. Product return inspection confirms the event as reported. Cosmetic inspection performed on the injector indicated insufficient amount of viscoelastic used, which could be the cause of the lens getting jammed in the injector during injection; however, this is not possible to confirm. Results of injector testing confirm that the device performs as per design.

Event description:
On 18th april 2025, rayner received notification from its taiwan distirbutor of an event that occurred during use of a rayone spheric rao100c. The event description provided states that haptic damage was observed immediately following implantation into the eye necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye haptic damage was observed. The lens was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone spheric rao100c batch 094251676 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 094251676. There is insufficient evidence and information available to determine the cause of haptic damage during injection.

Event description:
On 18th april 2025, rayner received notification from its taiwan distirbutor of an event that occurred during use of a rayone spheric rao100c. The event description provided states that haptic damage was observed immediately following implantation into the eye necessitating lens explantation and exchange.